Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose customer stated that the blood glucose reading at the time of hospitalization was low. Customer stated that his insulin pump was malfunctioning it was alarming motor error. Customer stated that his insulin pump fill cannula setting was incorrect, it was 9.0 units and because of that he had the worst low blood glucose ever. Nothing further was reported.